Manufacturer narrative:
Concomitant product(s): ddbb1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead has had multiple instances of lead integrity alert (lia) triggered by sensing integrity counter (sic) and high rate non-sustained episodes, with high rate non-sustained episodes showing some twos.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.